Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned and analysis was performed with no anomalies found. (B)(4)

Event description:
It was reported that the helix screw would not extend during the pre-implant exercise. The lead was not implanted and a new was used for implant. No patient complications have been reported as a result of this event.